Event description:
A customer reported a pixel issue on their pump display, which affected their ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.